Event description:
It was reported that an event occurred in (B) (6) where reconstructed 3d image data intermittently could not be viewed with they syngo imaging workplace. There were no reported injuries associated with this event. On (B) (6) 2008, a customer complaint was submitted to the dcu (designated complaint unit) stating that particular 3d reconstructed image data of examinations sporadically can not be opened with (B) (4). On (B) (6) 2008: a patient was examined in "(B) (6)" and classified to be an emergency case. The patient was transferred for the surgical intervention to "(B) (6)". Image data in this case usually is sent electronically from "(B) (6)" to "(B) (6)". Due to a sw error in syngo imaging this could not be done in time. Further information was received that due to the missing image data the neuro surgical intervention was performed for this emergency patient without image data.

Manufacturer narrative:
In response to this issue, a customer safety advisory letter is being issued to affected consignees. This letter notifies users of this issue and provides instructions to minimize potential risk. Additionally, a software update will be made available via an update instruction to correct this issue. This event occurred in (B) (6).